Event description:
It was reported that prior to a procedure, the packing was damaged so that the device was not sterile anymore. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.